Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo sample was provided to our quality team for investigation. Upon visual inspection, the photo indicates where the leak was occurring, however, no evidence of a leakage was observed. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12140, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. While we cannot identify a direct issue, it is likely this incident occurred due to uneven distribution of the solvent used to join the spike and tubing by personnel. Based on our quality team's investigation and given the retained samples did not display any leakage, we cannot identify a definitive root cause at this time. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed.

Event description:
It was reported when using the bd phaseal¿ secondary set (c62) there was leakage. The following information was provided by the initial reporter. The customer stated: "during injection of chemo into the secondary set, the tube is leaking from the y site connector. Based on the pharmacist, the leak happened near the joint where the tube meets the connector."